Event description:
The co has tested the electronics unit of the incubator 8000 ic with intensities from 3 v/m up to 10 v/m (see test results). The result is that the incubator does not show any problems with field up to 3 v/m, as required in FDA performance specifications. In a specific frequency band and field intensity between 5 and 6 v/m, the reaction of the incubator resulted in the MDR report the eveny of january 10th. Even though the product does fully comply with the iec and FDA environmental requirements, drager inc. Is upgrading all cpu's in drager incubators sold in the us and canada during routine svc inspections. This will further enhance the resistance against electro magnetic fields beyond the current intl requirements.